Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents. The investigation was unable to determine a conclusive cause for the reported shaft separation. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the shaft was noted to be broken in two pieces after the 2.5x20 trek was removed from the coiled hoop prior to use. This device was not used in the patient. Another trek was used to complete the procedure. No additional information was provided.